Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the white pad fell off 10 minutes into the operation, when scrub nurse wiped it with gauze. New replacement open and worked fine. No patient consequence reported.

Manufacturer narrative:
(B)(4). MDR decision is now not reportable. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? "It should not be completely fallen off but partially apart the jaw." Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.